Manufacturer narrative:
The product remains implanted, therefore no product analysis can be performed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was deployed high resulting in moderate paravalvular leak (pvl). A balloon aortic valvuloplasty (bav) was performed and dislodged the valve, increasing the pvl. Subsequently, a second transcatheter bioprosthetic valve was implanted and the pvl improved to mild. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.